Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic subtotal gastrectomy, the first shot could not be stimulated, and one of the reload was replaced. It was still unable to be excited. It was reported that the handle could not be squeezed. Finally, the new handle and a new nail were used to complete the surgery. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the loading units were fully fired. Functionally the loading units were loaded into the returned listed instrument and were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.